Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7082105. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7082861. UDI: (B)(4).

Event description:
It was reported that the patient was worried the implantable pulse generator (ipg) was corroding her body, the patient underwent a spinal cord stimulation (scs) explant procedure. Patient is stable postoperatively. All product was explanted and retained by facility.